Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that intermittent occlusion alarms occurred. Customer¿s blood glucose was over 600mg/dl and was treated with a manual injection and a bolus via the pump. Customer replaced pump supplies to address the issue.